Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02-feb-2023. H6: investigation summary: customer returned one 0.5ml syringe. It was reported by the consumer that 1 syringe would not draw insulin. The syringe was tested for flow and was observed that no fluid was being draw. Wire test was applied from the patient end of the needle and the wire could not pass through the other side. Then the hub was removed from the syringe and was observed under the microscope some clear material covering the needle hole from the non-patient end side. A review of the device history record was completed for batch# 2234995. All inspections and challenges were performed per the applicable operations qc specifications. Analysis of the sample shows fluid could not be drawn into the syringe. Cannulated hub was examined under 10x microscope, no light was visible through the cannula. Needle assembly was placed back on the syringe to draw fluid into the syringe. It was confirmed that the syringe would not draw fluid. No root cause can be determined at this time. H3 other text : see h10.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle aspiration was difficult. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 1 syringe that would not draw up the insulin as normal.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle aspiration was difficult. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 1 syringe that would not draw up the insulin as normal.